Event description:
Patient reported that the needle button accidently released prior to the completion of the 24-hour period on 5 v-go devices. The patient was not able to provide the exact dates however, patient stated that these events occurred last month.